Event description:
It was reported that the patient had a successful trial and the permanent implant was originally effective. However, the patient quit using the device and her leg and hip pain quit hurting. The patient asked the health care provider (hcp) to remove the entire system because the lead and device site were hurting. Additional information received five days later reported that everything was successfully explanted without adverse event.

Event description:
Follow up information received reported that the manufacturer's representative met with the patient on (B)(6) 2013 where it was confirmed that the pain caused by the implantable neurostimulator (ins) had resolved without incident. It was also confirmed that the patient had the ins system removed because, their leg pain had disappeared and continued to be absent and that the device was no longer needed. No diagnostics were performed on the ins system as it was noted to be fully functional at the time of explant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3550-39, lot# n327370, implanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), explanted: 2012 (B)(6), product type lead product ID, 3550-39 lot# n327370, explanted: 2012 (B)(6), product type accessory